Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead was explaned due to high threshold meaurements with loss of capture. The loss of capture led to greater than two seconds of asystole. A revision procedure was performed where the lead was tested on a pacing system analyzer (psa) with the same results. A micro dislodgement was suspected. The rv lead was explanted and replaced. No additional adverse patient effects were reported.